Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-87865.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 131 mg/dl, compared with the sensor glucose reading of under 60 mg/dl. The customer declined troubleshooting for the issue due to not having enough time. He stated that he received low blood glucose alerts when he did not have low blood glucose. Nothing further reported.